Manufacturer narrative:
(B)(4).

Event description:
The customer stated that she ran a patient sample for comparison purposes in order to compare glucose hk (glu) results from their integra 400 and c501 analyzers. The customer found a discrepancy between the two systems, so she ended up repeating an unspecified number of patient samples. Of the repeated patient samples, the customer discovered that 7 had questioned results that needed to be corrected. Of these 7 samples, 6 had erroneous initial glu results that were reported outside of the laboratory. All samples were repeated on the c501 analyzer and these repeat results were believed to be correct. Corrected reports were issued for the repeat results. The first sample initially resulted as 144 mg/dl when tested on the integra 400 analyzer and when repeated on the c501 analyzer, it resulted as 82 mg/dl. The first sample initially resulted as 156 mg/dl when tested on the integra 400 analyzer and when repeated on the c501 analyzer, it resulted as 103 mg/dl. The first sample initially resulted as 146 mg/dl when tested on the integra 400 analyzer and when repeated on the c501 analyzer, it resulted as 89 mg/dl. The first sample initially resulted as 129 mg/dl when tested on the integra 400 analyzer and when repeated on the c501 analyzer, it resulted as 87 mg/dl. The first sample initially resulted as 152 mg/dl when tested on the integra 400 analyzer and when repeated on the c501 analyzer, it resulted as 77 mg/dl. The first sample initially resulted as 173 mg/dl when tested on the integra 400 analyzer and when repeated on the c501 analyzer, it resulted as 126 mg/dl. The patients were not adversely affected. The glu reagent lot number was 12478101, with an expiration date of 04/30/2017. The field service representative determined that the issue was caused by a probe. He replaced probes syringes. He ran a precision study and this was within specifications. A specific root cause could not be determined based on the provided information. Investigations indicated a possible root cause related to dirty syringes. An issue with pre-analytic sample handling or handling of solutions can not be excluded as possible root causes. The customer has had no further issues since the service visit.